Event description:
During preparation for a coronary artery bypass graft surgery, bleeding was observed while using three heartstring seals. The procedure was completed with a side biter clamp. No other patient complications were reported. This report is for the first seal used when bleeding was observed and a subsequent seal was used to attempt completion of the procedure.